Manufacturer narrative:
One stonecutter acr,4.0,ep-1,dsp was returned for evaluation of the reported complaint mode, ¿blade shed¿. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was not determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder acromioplasty procedure it was reported that the blade shed in the joint. The site was flushed out. A back up device was available to complete the case. There were no reported patient injuries or complications. A three to five minute delay was experienced.